Manufacturer narrative:
One actual sample and ten companion samples were returned for evaluation. Visual inspection was performed to the samples using naked eye; all components are correctly placed and according to specification. The actual sample has attached a spike with secondary line. It was noticed that actual sample has a puncture at the seam of the bag, near the injection site and the port has sign that a needle was injected with blue dye. Pressure test was performed to the actual sample and the companion samples. The bags were submerged under water to 8 psi, as result the actual sample was leaking near the seam of the injection site. No leak was observed for the companion samples. The reported issue was not verified for the companion samples. The reported condition was verified for the actual sample. The cause was use error, a needle pierced the seam of the bag at the time of use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml capacity intravia empty container was leaking at the left injection port. The reporter stated that the port was ¿continuously dripping down when hanged¿. This occurred before patient use. There was no patient involvement. No additional information is available.